Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl, resulting in increased urination and fatigue. Bg cause was unknown. A manual insulin injection was administered to address bg. A system check was performed, and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, the cartridges were loaded with cold insulin, and the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." Per tandem¿s t:slim x2 with control-iq user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." Tandem¿s t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.